Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beep tones. It was determined this crt-d system detected a high out of range left ventricular (lv) pacing impedance of greater than 2500 ohms. No noise was observed on the presenting electrogram (egm). The crt-d continued to emit beep tones because the message had not yet been cleared by the physician. It was noted the lv pacing impedance has since returned to a normal range (400 ohms to 799 ohms). It was discussed there may be a possible issue with the lv lead. Technical services recommended bringing the patient in for further troubleshooting. The root cause for the clinical observation remains unknown. At this time, this crt-d remains in service and there were no adverse patient effects reported.